Event description:
On (B)(6) 2010, a family member reported that the patient was hospitalized for dka on (B)(6) 2008. The family member reported that she found the patient unresponsive; she cannot remember if he was wearing the pump. She said the patient was admitted to an intensive care unit for treatment; she cannot remember how many days he remained hospitalized for what treatment he received. She believed that the pump was removed during hospitalization. According to the family member, the patient was an alert, oriented, and active individual prior to hospitalization. After the incident, she alleged that the patient was mentally impaired with memory loss and a decrease in daily activities. The family member noted that the patient was removed from the pump due to memory loss and he was unable to return to work for a period of time. She said that his physician eventually prescribed insulin pump therapy again and the patient was retrained to use the insulin pump. This hospitalization was not reported to animas or to FDA previously. It is being reported at this time because the cause of the blood glucose excursion cannot be determined due to the length of time between the event and the report of the event. However, the pump cannot be ruled out as a cause or contributor to the adverse event.

Manufacturer narrative:
A family member stated that the hospitalization for dka on (B)(6) 2008 occurred one day after the patient reported moisture and an unresponsive keypad to animas. The pump was returned to animas on (B)(6) 2008. Examination revealed that the keypad was peeling and the buttons were unresponsive. During investigation, contamination was found under the button contacts. No additional malfunctions or defects were noted. At that time, the keypad complaint was determined to be non-reportable as the adverse event was not reported until (B)(6) 2010. The pump is no longer available for investigation of the blood glucose excursion complaint.